Manufacturer narrative:
Baxter received and evaluated the device. The device was found out of spec with respect to the reported symptom, which was reproduced. The messages were found to be caused by excessive force being required to close door. The door hooks and latch pins were replaced.

Event description:
It was reported that a spectrum pump displayed a constant close door message. It was also reported there was no pt injury.